Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter, image processor, sbc cpu, and system interface were evaluated and reseated. All circuit board connections were checked for connectivity integrity. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: customer reported the system locked up and would not boot up thereafter. Fse evaluated the system. The fse reloaded software, but that did not resolve the problem. The fse next replaced the systems cpu, but the problem was still not resolved. Fse then reseated connections for multiple pcbs, after which the system booted successfully. Small micro movements (vibration) between the contact surfaces will slowly wear the plating material thus exposing the less corrosion resistant base material. This base material will begin to oxidize which results in higher contact resistance, which leads to electrical system failure, resulting in the loss of imaging functionality. This complaint does not identify a new hazardous situation nor a new cause. The complaint is not related to a previous CAPA or field action. No further investigation is required. The uroview 2800 product was last manufactured in 2006. Normal wear and tear will impede the connectivity between the components within the system, over time. Connection issues on systems of this age are not unexpected. This complaint does not represent a malfunction of the system.